Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator died due to eos, but the patient didn¿t notice the lettering of the error code, only the call doctor icon which started about six months prior to (B)(6) 2016. It was noted that the patient had brain cognitive issues from a car accident in 2014, two years prior to (B)(6) 2016, and the patient had to learn how to talk again, et cetera. The stimulator had been helping for many years but now it felt like the patient was being torn in half and the thought of going through another replacement surgery was a lot. It was noted that this was the patient¿s third stimulator. It was also noted that the patient¿s healthcare professional was considering putting an infusion pump. The patient had a follow-up appointment scheduled for (B)(6) 2016.

Event description:
Additional information received from the patient reported that they met with their healthcare provider (hcp) and a manufacturer representative on (B)(6) 2016. The patient reported that their device was used up because they used it daily and also had it set pretty high. The patient believed that those were the circumstances that led to the eos/eri, the device no longer providing therapy, and taking longer to charge. It was noted that the patient was waiting on insurance approval in order to make an appointment to have their battery replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, lot# serial# unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was an end of service (eos). It was reported that the device was off/disabled and was no longer providing therapy. They reported seeing the call your doctor screen and confirmed the eos message at the bottom. Reviewed that the patient would have seen the elective replacement indicator (eri) first which they might have seen before the eos but did not pay too much attention to it. The patient reported to have issues with their stimulator taking a lot longer to charge than normal. It was reported that their belt broke as well so they had to tie their antenna on in order to charge. They just turned their implantable neurostimulator recharger (insr) on now and was seeing the eos screen. It was reported that they had not paid attention to error messages they had been seeing. The device was near the 9 years in which the patient did not seem to be upset about battery longevity. No symptoms were reported. Relevant medical history includes postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.